Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was partially confirmed. The b30 error code was present during testing. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that the reported failure was due to some form of moisture entering the scope and damaging the scope sensor. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the bronchovideoscope exhibited no image, it did not bring up a picture as it was not recognized. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.